Event description:
Loss of osseointegration - primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, peri-implantitis, mobility (B)(6) are same patient).